Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of the screen going black was not confirmed. Unit was tested with multiple olympus test scopes. All video output signals and images were present and stable. Unit has up to date main switch. Unit passed electrical leak test and all functional tests. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the screen went blank resulting in no image on the evis exera iii video system center. It was reported that the cables were changed, but the issue was not resolved. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.